Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutpro-29, serial/lot #: (B)(6), ubd: 04-jun-2024, UDI#:(B)(4). Concomitant products: product ID: unknown snare, product lot/serial number: unknown, product type: snare; product ID: envpro-16, product lot/serial number: (B)(6), product type: heart valves; product ID: unknown medtronic transcatheter aortic valve, product lot/serial number: unknown, product type: heart valves, implant date: (B)(6) 2023. Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with pure aortic insufficiency and no calcium on the native valve leaflets, the valve was initially positioned at a height of 3 mm, but the physician preferred to recapture and reposition the valve at a height of 2 mm. However, the valve descended into the left ventricle and the patient developed bradycardia. The physician decided to release the valve to stabilize the patient's hemodynamic condition. Subsequently, the valve was released and was positioned deep, compromising the mitral valve. The physician decided to use a snare to reposition the valve. While pulling the valve with the snare, it dislodged into the aorta, so a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6: method, result and conclusion codes conclusion: potential factors that can influence a valve pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. A media file was provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. It was reported this patient had pure aortic insufficiency and no calcium on the native leaflets which would be considered off label. Of note, the medtronic corevalve¿ evolut¿ pro system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. Despite the absence of severe aortic stenosis, the implanting team decided to proceed with the procedure which resulted in a dislodged valve requiring a second valve. Based on the limited information available and image review, a conclusive cause of the dislodgement could not be determined. In this case, it was reported that per the physician, the patient's aortic insufficiency and lack of calcium on the native valve leaflets contributed to the valve dislodgement. In addition, the deep implant of the valve, compromising the mitral valve leaflets movement. No treatment was reported. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that during the implant of the valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. Per the physician, the patient's aortic insufficiency and lack of calcium on the native valve leaflets contributed to the valve dislodgement. No treatment for the bradycardia was reported. Following the deep implant of the first valve, difficulty moving the mitral valve leaflets was observed as the valve inflow was touching the valve leaflet. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.